Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned for evaluation. Data logs were reviewed and lt logs showed a placement signal drift with mean pump flow dropping to 0 when "psnr (dp signal out of range)" alarm occurred. 4 hours into support, placement signal starts to drift, then 8 hours into support, placement signal not reliable alarm was triggered and placement signal goes out of spec to 300mmhg for approximately 2 hours with disabled flow calculations. Placement signal and flow return for the duration of the case. Motor current and p-level were constant throughout alarm. The root cause of the placement signal issue was due to sensor drift. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had placed a rp flex for support along with a 5.5 pump. The rv was distended and pressures were elevated. The rp was placed but, during the support the placement signal was not reliable. The loss of optical signal did not prompt pump explant or any further intervention. No report of patient harm.